Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that nexiva 22ga 1.00in y catheter broke and leaked blood. The following information was provided by the initial reporter: material no: 383532 batch no: reported 0289090. It was reported via email: catheter broken at hub after insertion; no pt harm. Event description per email states: product saved: no. Picture: no. Description: catheter was broken at the hub after insertion into the patient and was leaking blood out of the hub. IV pulled and no harm to patient.

Manufacturer narrative:
The customer's address is (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22ga 1.00in y catheter broke and leaked blood. The following information was provided by the initial reporter: material no: 383532, batch no: reported 0289090. It was reported via email: catheter broken at hub after insertion; no pt harm. Event description per email states: product saved: no. Picture: no. Description: catheter was broken at the hub after insertion into the patient and was leaking blood out of the hub. IV pulled and no harm to patient.